Manufacturer narrative:
Deflation was reported as the reason for explantation. Medical device has been discarded by the physician, evaluation not available.

Event description:
Alleged deflation resulting in explantation.

Event description:
Alleged deflation.